Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered from the field. The initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor: 04/13/2015, electrode belt: 10/17/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. Review of the event indicates that the patient experienced an asystole event during which 2 shocks were delivered. CPR artifact contributed to the false detection. There is no indication that the lifevest caused or contributed to the patient's death. Asystole is considered a non-life sustaining rhythm.